Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that since around (B)(6) 2017, they have had a hard time charging the ins because charging would take a long time. No symptoms were reported to be associated with this event. No further complications were reported or anticipated.